Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The fixation lobes on the lead were distorted. There was blood ingression on the tip seal at the distal end of the electrode. There was also blood ingression on the overlay tubing of the insulation. There was blood on the distal end of the conductor (not obstructed). Visual summary noted the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the lobes on the lead would not fully extend and retract. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).